Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for post spinal cord injury. It was reported that rep ran impedances at 0.7v and contact 10 was showing >10 k. Had to stop it because the patient jumped out of the chair and fell onto the floor and hit his knees. The rep hospital wants her to file out an accident report. Reviewed 10 > is elevated and patient won't likely feel stimulation that contact but we can say it is fully open. No further patient symptoms or complications were reported in this event.